Manufacturer narrative:
The device was received for evaluation. Visual inspection by the naked eye did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak testing, clear passage testing, and clamp function testing were performed with no issues noted. The reported condition was not verified. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Upon follow up it was reported the peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as when transfer set fell off and the patient ¿reattached it, it was introduced into peritoneum¿. The patient was treated with intraperitoneal vancomycin (2gm, 2 doses) for the peritonitis. At the time of this report, the patient outcome was reported as the ¿patient remained asymptomatic throughout¿. It was not reported if the patient was retrained on the proper aseptic technique. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a transfer set leak due to a loose connection from the plastic connection to the titanium adaptor resulting in an unspecified staphylococcus epidermidis infection. The set was assessed and it was observed to be clamped. It was not reported if the patient was hospitalized for the event. The patient was potentially treated with unspecified antibiotics. At the time of this report, the patient outcome was not reported. Action taken with pd was not reported. No additional information is available.

Manufacturer narrative:
Correction: b4/f8: date of this report in MDR follow up #2 is being corrected from blank to 06/22/2021.